Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that the pt was active with infection and thrombosis was suspected in the pump. A decision was made to exchange the pump from one lvad to another lvad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.